Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that the ins was not working and it seemed like their bladder had been worse recently. The patient stated that they were in a yoga class probably a month ago, where they flipped and think the ins might have been damaged, because since then their bladder was leaking a lot. The patient also stated that since (B)(6) this year, they felt like the ins was sometimes working and sometimes it was not. The patient attempted to connect to the ins to make an adjustment, but they just kept on seeing retry. The agent then walked them through connecting to the ins and reviewed increasing the stimulation. The patient was able to connect to the ins and increase the stimulation to a comfortable level on the bike seat area. Patient to monitor their symptoms and redirected to the doctor to further address the issue.